Event description:
The customer reported a small flame of approximately one to six inches came from the back of the instrument involving allegra 25r centrifuge. The customer immediately used the fire distinguisher and quickly distinguished the flame. The customer stated there was little or no smoke as it dissipated. Beckman coulter customer technical support (cts) advised the customer not to plug the device into the wall outlet. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse inspected the centrifuge and discovered shorted interference filters. The fse ordered and replaced the interference filters to resolve the issue. The device conformed to the manufacturer's specifications. (B)(4).